Event description:
During a (pci) percutaneous coronary intervention procedure, about 4cm of the guidewire distal tip broke in the circumflex artery. Attempts to retrieve the broken piece were unsuccessful. Prior to inserting in the pt, the product was removed from the distal tip, and the distal tip was pre-shaped and was pre-form in a straight form no resistance was noted during insertion, and the guidewire was not manipulated against any resistance. The guidewire was not place in an acute angle or small vessel. The target vessel was 3.0 to 3.5mm in diameter, and the lesion was a type c and complete total occlusion. The pt was treated with normal drug therapy for myocardial infarction.

Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed. Additional info will be sumbitted within 30 days of receipt.